Manufacturer narrative:
A medtronic representative reported that the surgeon was tracing on the cheeks of the patient. Optimal tracer registration techniques were communicated to the surgeon. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, an imprecision was observed on the navigation system. It was noted that the issue occurred during training. There was no patient present when this issue was identified. No additional information was provided.